Event description:
It was reported to philips that the device had a cable issue. Patient involvement is unknown. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Philips received a complaint on the dfm100 defibrillator indicating that customer would like a field change order (fco) performed on their device. The device was not malfunctioning. The customer was just proactively asking for the fco that deals with the therapy cable.